Manufacturer narrative:
Evaluation summary: the hex drivers could have fractured due to the off-axis eccentric loading or if the drivers were used under power during final tightening of screws. The surgical technique informs the user to complete final tightening by hand to prevent potential screw cross-threading or damage to the screw or driver. If excessive tightening load is required to seat screws, surgeons are advised to use a solid (not a cannulated) 2.5 mm hex driver. The instrument had a potential field age of approximately 8 months at the time of the incident with an unknown usage history. This product will be monitored for any adverse complaint trends. Cause cannot be definitively determined. As returned, the tip was completely broken off while there appeared to be no further physical damage or scratches. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected by either method.

Event description:
It was reported tha the screwdriver hex broke off in the screw head during the procedure. Metal remnants were left in the screw's hex.